Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports the pump's rate is high; during preventive maintenance the rate was set at 150 ml/hr and the screen claimed the unit delivered 73 ml, however the actual delivery was 85 ml. There was no patient involvement.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed. A functional test and visual inspection were completed and the reported issue was confirmed. This issue was corrected by replacing the gear box. The root cause could not be determined based on available information. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.